Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing shocking sensation. Patient underwent a spinal cord stimulation (scs) replacement procedure. The patient was doing well postoperatively. The explanted device components will not be returned.